Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported on (B)(6) that last night it felt like patient was being electrocuted from the stimulator, she thinks it was because she may have slept on it funny, the patient mentioned a possible lead pull. Patient was advised to turn the stimulation off, and this stopped the sensation. Then patient switched the stimulation to the other side where she doesn't have that electrocution sensation. The patient reported their urinary/bowel symptoms returned. The leaking has stopped,but she still has to go every hour on the hour, like before she was implanted. Later on (B)(6) patient reported again the stimulation shocked her in the morning, patient turned off stimulation and states everything is fine now. Patient is very pleased with improvement. Patient services reviewed that now that stim on the other side is comfortable, she could try increasing stim to try to help with frequency. It was also reported the patient needed an x-ray for arthritis in her knee, which was not related to the device/therapy. The trial started (B)(6) 2017 and will end either (B)(6). On (B)(6) the patient stated right side stim causes some discomfort so she wants to try the left side again and stated she might do it tonight or tomorrow. Patient was advised to leave on one side but she stated she thinks she dislodged lead and wants to change. On (B)(6) patient mentioned discomfort, irritation and itchiness from where she had been scratching the surgical area. No further complications were reported or are anticipated.